Manufacturer narrative:
Co was unable to duplicate the problem experienced on the new, unopened monitoring kit rec'd for evaluation. Pt movement, normal use and handling could not be reproduced. Liter disconnects can be caused by a number of factors: different luer materials, the configuration of the components of non-abbott devices that the luers are connected to: frequent manipulation by the user, and the design of the male and female luers are some of the reasons. Even though the luers meet abbott specs, there are improvements that can be made to the design of the luers to address disconnects at luer joints. The current areas being pursued to improve the connections at luer joints are: modifying the threads on the swivel nut used on the male luer to provide a locking feature, modifying the threads on the fixed male luer to provide a locking feature and standardization of all male and female luers to meet the testing requirements of iso 594-2.

Event description:
Received report of one documeted and multiple undocumeted incidences of connections coming loose on pressure line. A pressure line was used to monitor arterial blood pressure on a pt during surgery. States connections tightened on set-up and also many time thereafter. Despite retightening, blood noted leaking from connections (unknown ebl). The connections are retightened or new pieces of tubing are replaced to correct the problem. No pt harm reported.